Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumber interbody fusion at l4-l5 due to some unspecified reasons. Intra-op, after implanting, the x-ray showed that the implant broke while being positioned. No patient complications occurred during this event. No additional surgery has been performed and planned yet. The surgeon thought the placement of the graft was good and that the break in it would not effect the fusion.